Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A second valve was successfully implanted, reducing the pvl to a trace level. A trace/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. No other adverse patient effects were reported. This event does not allege device malfunction.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic heart valve the patient exhibited moderate paravalvular leak (pvl) as assessed by echocardiogram, aortography and hemodynamics. A 28mm balloon aortic valvuloplasty was performed with no significant change to the pvl. A second device of the same model and size was implanted, reducing the pvl to a trace level. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.